Manufacturer narrative:
The product has not been returned to the manufacturer.

Event description:
It was reported that the physician implanted the dura substitute in the posterior fossa for a chari malformation repair. Sometime later, the physician re-operated to find that the graft had disintegrated.